Manufacturer narrative:
Additional information: it was not difficult to remove the protective sheath or packaging stylette. The patient was admitted to hospital and underwent left and right coronary angiography. The patient had no previous percutaneous coronary interventions. After the right radial artery was successfully punctured by the modified seldinger method, the guide wire and 6f sheath were introduced. The inner sheath was pulled out, 2000u of heparin and 200ug of nitroglycerin were injected along the side sheath, and then the angiography was performed with non-medtronic (mdt) 6fjl3.5 and jr3.5 guide catheters. The conclusion showed; left main (lm) trunk with tail stenosis of about 95% and timi blood flow grade iii. Anterior descending branch (lad) with long lesions from the proximal to middle segment, the heaviest stenosis of about 60%, the extreme distal stenosis of about 90%, small with timi blood flow grade iii. Circumflex branch (lcx) with proximal stenosis of 80% and timi blood flow grade iii. Right coronary artery (rca) with proximal to middle segment stenosis and long lesions, the heaviest stenosis of 80%, 80% stenosis before trifurcation and timi blood flow grade iii. There was right coronary dominant type, and the origin was normal. As the lm trunk was stenotic by 95%, it was recommended that the patient undergo coronary artery bypass grafting. However, the patient and family refused to undergo heart bypass surgery, and instead requested stent implantation. Due to the serious condition, the family were informed of the risk of sudden death during the operation. After replacing with the 7f sheath and adding 6800u of heparin, the 7f ebu 3.5 launcher guide catheter, reached the left coronary opening, and the crush procedure was planned to be performed. A non-mdt guidewire entered the distal segment of the lad, and the lm trunk stenosis was pre-dilated twice with a 2.0mmx15mm non-mdt balloon at 10 atm. Another non-mdt guidewire then entered the distal segment of the lcx branch, and the lm-lcx lesion was pre-dilated with a 2.0mmx15mm non-mdt balloon at 8 atm. The lesion was then dilated with a 2.5x10mm non-mdt cutting balloon at 8 atm, and the lm-lcx was pre-dilated with this cutting balloon at 7 atm. Then used a 3.0mmx12mm non-mdt balloon to expand the lm-lad at 10 atm, and then the lm-lcx lesion was dilated with this balloon at 8 atm. Re-examination of angiography showed that the lm stenosis was significantly improved. Intravascular ultrasound (ivus) was performed to examine the lad and lcx. The result showed that the terminal end of the lm and opening of the lcx branch was severely calcified and stenosed, the minimum area was 3.34mm2, and the lcx ostial calcified plaque burden, the residual area was 3.91mm2. A 3.5x12mm non-mdt balloon was planned to pre-bury in the lad, and then a 3.0mmx24mm non-mdt rapamycin-eluting coronary stent and a 3.0mmx18mm non-mdt rapamycin drug-eluting stent were sequentially implanted from the middle and distal part of the lcx to the tail of the main artery, both of which were dilated and deployed at 9 atm. After the stent balloon in the lcx was removed, the pre-buried lad 3.5x12mm non-mdt balloon was used to perform crush on the stent in the lm at 12 atm, and was removed. A non-mdt guidewire was rewired into the lcx. The 2.5mmx12mm nc sprinter balloon dilated the mesh of the open stent at the lcx branch opening to 12 atm. Then the 3.0x12mm non-mdt balloon could not pass through the mesh of the lcx open stent. This was replaced with the 3.0x12mm nc sprinter balloon, to pass through the mesh and post-dilate the mid-segment of the stent at the distal end of the lcx at 12 atm. There were no difficulties noted during inflation of the device, and the device was inflated to 12 atm. The device was not moved or repositioned while inflated. A concentration of contrast/saline was used, and the contrast agent could not be aspirated back. Aspiration was repeated with a multiple non-medtronic pressure pump and repeated aspiration with a 50ml syringe was attempted, but the balloon still could not be deflated. With the support of non-mdt microcatheters, multiple hydrophilic coated non-mdt guidewires failed to pass through the balloon to the distal end of the cx branch. And different non-mdt cto puncture guidewires were used to puncture the balloon but was still unsuccessful. Then a non-mdt guide extension catheter (gec) was used to try and forcibly retrieve the 3.0x12mm nc sprinter balloon, however, the non-mdt gec could not reach the proximal part of the balloon that was not deflated. After trying various methods, the balloon still could not be retracted. As the balloon could not be withdrawn, the patient continued to have chest pain. Morphine 5mg, 3mg, and 3mg were given successively, but the analgesic effect was not good. Therefore, it was recommended to transfer the patient to a higher-level hospital for surgical bypass surgery. The sheath, catheter, and guidewire were retained, and heparin was continuously infused intravenously to assist in the transfer to the higher-level hospital. After the patient condition was stabilized the patient was immediately transferred to higher-level hospital for surgery. When the patient left the operation table, blood pressure was 146/79mmhg, heart rate was 89 beats/min and oxygen levels were 98%. There was no evidence of restenosis or thrombosis. The patient was on dapt at the time of the event. The physician did assess that the chest pain and death events were directly related to the use of the relevant nc sprinter balloon, and there was no problem with all other medtronic devices. There were no issues with the 2.5mmx12mm nc sprinter device and the 7f ebu 3.5 launcher guide catheter, and the launcher guide catheter was not the cause of death. Lot number provided. Postal code provided. Initial reporter name and phone number provided. Regulatory rep #: 9612164-2024-03853 image analysis: fluoroscopic images were provided and confirm the presence of lesions between the left main and the ostium of the lcx, in the mid lcx and in the lad. The vessels were pre-dilated on multiple occasions. Additional support wires were delivered in the lcx and stents were deployed in the lcx. This was followed by inflation of post dilation balloons in the lm, lad an lcx. The final post dilation balloon, most likely the nc sprinter balloon remained inflated despite multiple attempts to deflate/burst the balloon. The deflation difficulties can be confirmed from the images but the cause of the non-deflation cannot be confirmed from the images. The patient death cannot be confirmed from the fluoroscopic images. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: it was believed that the 2.5mmx12mm nc sprinter device and the 7f ebu 3.5 launcher guide catheter did not caused or contributed to the patient chest pain and death. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: the length of the lesion was 3.0x33mm. There were two guidewires in the coronary arteries when using the nc sprinter balloon. The balloon was inflated at 12 atm more than 10 times prior to the deflation difficulties. The balloon would not deflate at the lesion site, the contrast medium could not be withdrawn and the device could not be removed. A 1:1 concentration of contrast/saline was used, and the contrast agent could not be aspirated back. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: annex d code. Correction: there was no difficulty noted when preparing the equipment. The device was being used to post dilate a deployed stent. To support root cause determination additional image review was performed by a medtronic medical safety clinician. Clinician review determined that the images demonstrated 3 vessel disease (all 3 epicardial vessels; rca, lcx and lad- as well as lm) with evidence of coronary artery disease (cad). There is evidence of moderate / severe calcification (visible during motion / cardiac cycles). Multiple balloon inflations were noted prepping the lesions that extended from the distal lm into the ostial lcx. The operator utilized multiple guidewires (one in the lad and one in the lcx - in addition to one (or more) later on to facilitate the use of a balloon that they parked in the lad (assumed to protect the ostial lad during intervention in the distal lm / ostial and proximal lcx). There was no evidence of angiographic complications (no dissections, perforations or slow flow/ no reflow) from the initial intervention on lesions in the lcx as well as the crushing that took place at the distal lm/ostial lcx. The images do not include all the steps listed in the event report, but the images still provide insight into attempts to puncture the non-deflating balloon in the lcx. While there is evidence of calcification and some moderate tortuosity, the patient's anatomy was not overly complex. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An attempt was made to use a nc sprinter coronary balloon catheter to treat a severely calcified, severely tortuous lesion with 95% stenosis in the ostium of the circumflex (cx) artery and left main (lm) coronary artery. It was noted that this was a complicated lesion surgery for the patient. The device was inspected with no issues noted. Negative prep was performed with no issues noted. The lesion was pre-dilated. The device did pass through a previously deployed stent. Resistance was not encountered when advancing the device. Excessive force was not used during delivery. It was reported that balloon deflation difficulties were encountered following the first inflation. The balloon would not deflate at the lesion site and could not be removed. Aspiration was repeated with a pressure pump and repeated aspiration with a 50ml syringe was attempted. The balloon was punctured with a guidewire. A guide extension catheter and a guidewire were also used to squeeze the balloon. However, all these operations had no effect. After the balloon could not be removed, the patient was transferred to another hospital. However, the patient refused to undergo heart bypass surgery. The patient later died. Patient death was believed to be due to the post-dilatation balloon that could not be deflated or removed.